Event description:
It was reported that during the procedure in the right coronary artery, pre-dilatation was not performed. After deployment of the rx multi-link stent and complete deflation of the balloon, the balloon was stuck within the stent. The physician pushed the balloon forward and again pulled back releasing the balloon from the stent. Reportedly the physician was concerned that the balloon might pull the stent back. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii. Guide cath: jr 3.5. Stent: multi-link 8 3.5x15. Difficulty removing the stent delivery system (sds) from the stent implant post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. To ensure these difficulties are not the result of manufacturing, the sds are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. Return of the ml8 sds used in the procedure may have aided in the investigation and determination of cause. A conclusive cause for the reported difficulty removing the sds post deployment could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the reported event.